Manufacturer narrative:
(B)(4). Additional information received on 07/19/2011: confirmed that two cs40g devices were used during the procedure. When trying to fire the first contour, the handle broke (possible a lock out issue). Then the second contour was fired to transect the rectum, but when using the cdh, the staples from the contour on the rectal stump opened, causing the surgeon to create a stoma for the patient. Maybe the tissue was too thick. So the complaint involved two cs40g devices. Unfortunately they did not keep the second contour. Additional information received 08/09/2011: the patient received a permanent colostomy....unsure of the age but pretty sure it was a male. The patient had chemo and the tissue it was fired on was very thick.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: the surgeon who used this device uses it regularly. The contour from this report was the second one they used on the patient; the first one - the handle broke off. They did not keep the second one involved in the incident. The contour was on its first firing, with the retaining pin advanced manually and it fired with no problems. It was only when examining the specimen that the staples re-opened. Then when using the cdh, the staples also opened on the rectal stump causing the surgeon to create a stoma for the patient. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an anterior resection procedure, the surgeon had difficulty closing the device but eventually managed to. However, after firing, when examining the specimen, the staples came open. When using the cdh at the rectal end, the staple also did the same which resulted in the patient having a stoma.

Event description:
.